Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. The device received incoming device evaluation assessment (idea). Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The device failed idea testing due to a system error 322. Service evaluation verified the system error 322 through a review of the event history log. The cause was identified to be a failed lower link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.